Event description:
The product was used during a gastrectomy procedure. Reportedly, the staple line was incomplete. The surgeon manually sutured to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
10/6/1998- supplemental report #1 sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.